Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the ID now covid-19 test batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported a false negative result with the ID now covid-19 assay during routine patient testing (sample type not provided). Confirmation testing on a sample (sample type not provided) was positive by a molecular method (not otherwise specified). The customer reported that the confirmation testing sample was collected 24-36 hours after the initial ID now sample collection, and stated: "being not collected at the same time, I feel like it's not truly a reportable thing." Additional information, including patient symptoms, treatment, impact and outcome, were unknown. Attempts to gain further information were not successful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.